Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope image is not displayed occasionally due to a failure in the connecting cable between the circuit board and the printed circuit board. In addition, the error code e315 was not observed, and therefore, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the bronchoscope is connected to the video system center, there is no image display with color bars, and the error code e315 is observed. The issue was found during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no scope image occasionally due to defective wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.